Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all syntel line of thrombectomy catheters are thoroughly inspected and tested for functionality and performance prior to packaging. According to the complainant, the balloon would not inflate. The instructions for use (IFU) specifies balloon degradation and rupture may results from deposits within the vessel, excessive handling, or exposure to adverse environmental conditions. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
This report is to follow up with maude report# (B)(4)

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. This report is to follow up with medwatch# (B)(4) in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thrombectomy - "the balloon failed to inflate. The device did not do what it was supposed to." Patient status unknown.